Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels range from (335- above 500 mg/dl) the customer changed infusion set site and delivered a manual injection to stabilize bg level. The customer stated that the infusion set site may have become dislodged during sleep. However, it was not confirmed. During troubleshooting with tandem technical support (cts), the customer noted air bubbles. Reportedly, the cartridge was in use for 4 days. The customer was educated that novolog has been tested for up to 72 hours. It was indicated that the customer would change out supplies.